Event description:
On 9/11/95, distributor was informed on an explant report for a replacement generator that the sense/pace leads and adapter had a defect in the insulation. No other info was provided. There was no indication the ICD did not perform to spec.